Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during the implant procedure, of this implantable cardioverter defibrillator (ICD), the subclavian vein puncture method was complicated when the patient developed a pneumothorax. The physician performed a pleural cavity drainage to resolve the issue. There were no additional adverse patient effects reported.